Event description:
It was reported the disposable leaked. The tubing was completely disconnected from the cartridge and the medication was leaking out. Patient reported that the pump did not alarm with any error messages, and they do not know how long the tubing had been detached. Patient immediately created a new cartridge with new tubing and resumed their infusion at their usual dosage. Patient reported feeling increased shortness of breath but stated that they are feeling fine now. No medical intervention was provided. No patient injury reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, this complaint will be reopened for further investigation. No lot number was provided; therefore, a device history record (DHR) review could not be conducted.